Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform the x-ray. Upon analyzing the log files, the fse found rmt - pos: motor assembly error [axis=table lat] - position state. Upon troubleshooting fse found the root cause was the expected position (setp) is not the actual position of the encoder on the motor (actpm). The deviation is not within +4 mm or -4 mm (position = 4). Fse checked the mechanical obstruction of the motor was checked, table lateral functional test was performed, and position and current calibration were performed. No issues were found later. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system will not do x-ray. The system was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.